Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿battery d4: model #:  1650 / catalog #:  1650 / d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event.  D1: heartware ventricular assist system ¿battery d4: model #:  1650 / catalog #:  1650 / expiration date: / d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a loss of power while a power port was being inspected for contamination and the ventricular assist device (vad) "stopped suddenly." It was also reported that the batteries were power switching.  The controller and batteries remain in use.  No patient complications have been reported as a result of this event.

Event description:
It was further reported that manufacturer received product performance data for six (6) additional batteries. Manufacturer's analysis subsequently revealed all six (6) exhibited power switching. The (6) batteries remain in use.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 30-jun-2024 serial or lot#: (B)(6) UDI #: (B)(4). (B)(6)d9: no h3: no h4: mfg date: 10-jun-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 30-jun-2024 serial or lot#: (B)(6) UDI #: (B)(4) (B)(6) d9: no h3: no h4: mfg date: 10-jun-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 30-jun-2024 serial or lot#: (B)(6) UDI #: (B)(4). (B)(6) d9: no h3: no h4: mfg date: 10-jun-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 30-may-2024 serial or lot#: (B)(6). UDI #: (B)(4) .(B)(6) d9: no h3: no h4: mfg date: 05-may-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 30-may-2024 serial or lot#: (B)(6) UDI #: (B)(4). (B)(6) d9: no h3: no h4: mfg date: 05-may-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 31-may-2024 serial or lot#: (B)(6) UDI #: ((B)(4) (B)(6) d9: no h3: no h4: mfg date: 04-may-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 31-may-2024 serial or lot#: (B)(6) UDI #: (B)(4) (B)(6) d9: no h3: no h4: mfg date: 05-may-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 31-may-2024 serial or lot#: (B)(6) UDI #: (B)(4) (B)(6) d9: no h3: no h4: mfg date: 05-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the controller ((B)(6)) and eight (8) batteries ((B)(6)) were not returned for evaluation. Review of the devices' manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed two (2) controller power up events with associated pump start events were logged on 25/mar/2024 at 06:06:09 and on 11/apr/2024 at 09:54:09, indicating a loss of power to the controller. The data point recorded prior to the first loss of power revealed that a power adapter was connected to power port one and (B)(6) was connected to power port two (2) with 58% relative state of charge (rsoc). The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point recorded prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 91% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 62% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the losses of power. The controller was without power for twelve (12) and nine (9) seconds respectively. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several premature power switching events involving that were due to momentary disconnections involving (B)(6). The batteries were lubricated prior to release. As a result, the reported controller loss of power and power switching events were confirmed. The reported controller port contamination could not be confirmed due to insufficient evidence. A possible root cause of the reported contamination event can be attributed but not limited to the handling of the device. A possible root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported power switching event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) and the associated batteries fall in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.